Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a recoverable fault for an instrument recognition issue occurred on universal surgical manipulator (usm) 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the reported issue in the logs. The customer already reseated and tried a different sterile adapter, then confirmed that the pins on usm 1 were not depressed. The issue continued, so the customer opted to complete the case with the three remaining usms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: at the system start-up the light emitting diodes (leds) on usm 1 blinked yellow and the issue could not be resolved with restarting. The customer was able to finish the procedure with three usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 31009 error was confirmed and replicated. The 31009 error was found indicating instrument sensor missing on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, the middle presence pin was found sunken in that would be related to the reported event. The usm was installed onto a golden system where the sterile adapter would not engage indicating fault on the carriage, replicating the reported event. The usm was then installed onto a patient cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage presence pins were aba tested and were verified to be the source of the fault. The carriage presence pins were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.